Event description:
It was reported that the user contacted support seeking to start a freestyle libre 3 sensor with the ilet bionic pancreas and was advised that only freestyle libre 3+ sensors are compatible with the ilet system, indicating an incompatible sensor selection for device setup. No clinical signs, symptoms, or conditions were reported. Outcomes included user education regarding compatible sensors and resolution via troubleshooting and guidance. User support included case review and user counseling on device-sensor compatibility. Investigation of this case revealed that the event was due to use of an incompatible cgm sensor model with the ilet system, with no device malfunction identified. It was concluded, based on established findings in similar reports, that the cause was user selection of a noncompatible sensor.